Manufacturer narrative:
Unable to prime during prime/delivery alarm test due to faulty back pressure sensor. Broken reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Unable to perform occlusion, basic occlusion, and excessive no delivery alarm test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer reported that she had a blood glucose level of 495 mg/dl the night prior to the call, which was treated with a manual injection. Blood glucose level at the time of the call was 306 mg/dl. The customer stated that the device's reservoir compartment was chipped. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.